Manufacturer narrative:
(B)(4). The cause of the alarm was use error. There was no reported device malfunction therefore no further investigation will be performed.a review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
The customer contacted baxter's technical service center regarding a system error (se) 2240/2367 (air in tubing alarm) which occurred on the homechoice (hc) during initial drain. The patient was not connected at the time of the alarm or observed air but instead connected afterwards. The patient pressed "go" to start therapy before connecting. The supplies were not damaged by an outlet port clamp or an assist device used to make the connections. Proper procedures per the user manual were reviewed with the reporter. The home patient (hp) would complete therapy with new supplies. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.